Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The pump was powered on, and the vibratory feature of the pump was found to be in a state of continuous operation. The pump case was removed, and it was found that a lifted display resulted in force sensor pins which were pulled out of position; user error contributed to this device failure. Also, the power flex was observed to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed out of position force sensor pins, a torn power flex, a dislodged display, continuous vibration, and a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.